Manufacturer narrative:
The event occurred outside of the us. A similar device is distributed by quest medical in us. There were no patient complications resulting from the alleged issue. At the time of this report, three requests for device return have been sent to the customer but the device has not been returned for evaluation. DHR review conducted did not show any anomalies during production of the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A customer in (B)(6) reported an issue encountered while using the cpbp vacuum relief valve. The report states that two valves leaked during use in a hospital. The leak was noticed at the base of the dome of the valve. The valve was replaced. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The device was evaluated and it functioned as intended. Leaking was observed from the pressure relief valve under the hood at approximately 9.5 psi (491 mmhg) which is within the acceptable range. The device is intended to relieve pressure at negative pressure of -150mmhg and positive pressure build up of +340mmhg (avg). A DHR review was conducted and no anomalies were found.